Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. The patient was discharged. During a routine 45 day follow up echocardiography a device related thrombus was noted. No corrective actions or diagnostic tests associated with the finding.